Event description:
It was reported that on unknown date, a 23mm trifecta valve was implanted in the patient. On (B)(6) 2024, a 23mm navitor valve was implanted in the 23mm trifecta valve. The reason for the valve in valve procedure is unknown. The annular dimensions of the native valve were diameter of 18.8mm, area of 265.1mm^2, and perimeter of 58mm. The result was very good with optimal deep depth, gradient of 8 mmhg and no perivalvular leak (pvl).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a 23mm navitor valve being implanted in a 23mm trifecta valve was reported. Information from the field indicated that the reason for the valve in valve procedure is unknown. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The cause of the reported event could not conclusively be determined.